Event description:
New information received notes that fracture was also observed.

Event description:
It was reported that patient received inappropriate shock due to noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.